Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: d8, h3 and h6. Correction on fields: e2, e3 and h11 (investigation results and instructions for use). Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to damage and leakage from the remote switch 1. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, olympus was able to observe the adhesion/clogging of the foreign material in the air/water channel. However, the root cause of the material remained could not be specified. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited crystallization inside the instrument channel tube. There were no reports of patient involvement.